Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button on the pump was not working. The customer was able to access the pump features by plugging the pump into a power source. The customer's blood glucose (bg) level was 343 mg/dl and a bolus via the pump was delivered to address the bg level. The customer was to continue to use the pump for insulin therapy.